Manufacturer narrative:
The reported lot number, 18c013d, is not a footprint medical inc. Lot number. However, the complaint product received was verified to be a footprint medical inc. Manufactured 1.4fr polyurethane PICC. It is probable that the catheter failed due to kinking of the catheter body tubing underneath the dressing that led to premature failure of the catheter. The tubing is received with a notable bend still apparent at the strain relief. The location of the tear being at the crease of the bend is most likely the result of being secured in a kinked position. The catheter performed as expected for 48 days. Based on the evaluation of the returned device, it is reasonable to conclude that the catheter failure is not related to the manufacture of the device.

Event description:
A 1.4fr polyurethane pic catheter was discovered to be leaking immediately below the securement platform.